Manufacturer narrative:
It was reported that during a thr surgery the scissors didn't cut well anymore. The instrument is worn out and needs to replaced. There was no delay not injury reported. The surgery was finished with a regular scalpel. As of today, the instrument, which was used in treatment and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr capsulotomy scissors was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified and this will continue to be monitored. Due to the age of the instrument, the DHR for this instrument is not available. Therefore, the DHR for this device cannot be reviewed. However, all the released instruments involved would have met manufacturing specifications at the time of production. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Bhr surgical technique states, "examine instruments for wear or damage before use. While rare, intra-operative instrument breakage can occur. Instruments that have experienced excessive use or force may be susceptible to breakage". A risk management review was performed. No additional risks were identified as result of the reported event. There was no patient injury reported as a result of the instrument issue and no harm to the patient is anticipated. Therefore no further clinical assessment is warranted at this time. Without return of the actual instrument or further information we cannot further investigate or confirm the details supplied in this complaint and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that during a thr surgery the scissors didn't cut well anymore. The instrument is worn out and needs to replaced. There was no delay not injury reported. The surgery was finish with a regular scalpel.